Manufacturer narrative:
(B)(4): a clinical review of the reported event by physio-control determined that the device use did not contribute to the pt outcome as the pt ECG was asystole and defibrillation was not indicated. Physio-control evaluated the event record and observed the "connect electrodes" messages during the event. However, physio was unable to duplicate the reported problem and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause for the reported problem could not be determined.

Event description:
It was reported that the device continued to alarm the "connect electrodes" prompt and failed to detect the pt connection thru the therapy cable. The pt was down for 15 minutes and CPR was initiated eight minutes prior to customer arrival. The device was connected to the pt and reported to alarm "connect electrodes". The user verified the electrodes (medtronic quik-combo brand) placement and checked all the cable connections, but the issue persisted. The three lead ECG cable was connected and an asystole ECG rhythm was noted. The pt was hairy and there was not an absolute confirmation if proper skin preparation were completed prior to the electrodes placement. However, it was reported that an AED (heart stream fr2 with kendall meditrace electrodes) from a (B)(6) crew were available and successfully used prior to the customer arrival with the lifepak 12. The reporter informed that a defibrillation shock was not required during the device use. The pt was not revived.